Event description:
Caller reported a tandem mobi cartridge alarm during the load process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Caller could not reload the original cartridge, and cartridge alarm recurred after assistance. Technical support instructed caller to remove the cartridge and perform a bolus, which was successful, but ultimately assisted in loading a new cartridge and arranging for a replacement pump and original cartridge due to recurring alarms. Caller was informed about putting the pump in storage mode before returning it and was provided with instructions for receiving the replacement pump, which they understood.